Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was 272 mg/dl at time of incident. Customer states that they able to clear the alarm but not able to rewind. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with no motor movement during rewind due to corroded motor home switch. Unable to confirm an error in the motor was detected by reading unexpected value from hall sensor and unable to perform any tests due to no motor movement.